Event description:
It was reported that the patient had an infinity tibia, inbone talus, and polyethylene insert placed two years ago and the surgeon is concerned that the patient might be allergic and experiencing aseptic loosening. The physician would like to perform an allergy test.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.